Event description:
Routine complaint investigation when a consumer reported receiving the same blood glucose value of 76 mg/dl everytime they tested their blood sugar. Investigation with the consumer revealed they were using the recall readings feature to access their result and possibly mistreating themselves for months based on that reading. In 2003 an event occurred that needed medical intervention due to hypoglycemia.